Manufacturer narrative:
Follow-up #1 date of submission 05/23/2014-device evaluation:the pump has been returned and evaluated by product analysis on 05/19/2014 with the following findings:during a visual inspection of the pump, moisture was observed behind the display lens. The display lens was also found to be cracked. A leak test was performed and confirmed a display lens leak. The pump case was removed and further evidence of moisture ingress was found on the printed circuit board. Unrelated to the complaint, the display screen appeared dim, faded, and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter stated that moisture was visible behind the pump display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.